Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system switched off between cases. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The customer has not approved the preventive measures. As such, no additional work has been performed on this system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 7, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to exhibit no issues. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).